Event description:
Same case as MFR report # 3005099803-2009-00203. It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, removal difficulties occurred. The lesion was located in the common bile duct. The 0.035 jagwire guide wire was placed and ampulectomy was performed with an unspecified snare device. The autotome rx 44mm x 20mm sphincterotome was then advanced over the guide wire, however, the device was unable to be removed. The devices were removed in tandem and the procedure was successfully completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "fine".